Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was hospitalized for a medical issue and it is unknown if the ipg was sent to MRI mode. A manufacturer representative met with the patient and was not able to communicate with external devices, deeming the ipg inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Corrected data: notification has been added to h7 to reflect the type of remedial action.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
It was reported the patient was hospitalized for a medical issue and it is unknown if the ipg was sent to MRI mode. A manufacturer representative met with the patient and was not able to communicate with external devices, deeming the ipg inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The fsca number is included in this report. It was reported the patient was hospitalized for a medical issue and the patient believes the ipg may have been set to MRI mode. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.